Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, glp aliquot module, list number 06q12-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer observed an issue with barcode labels not printing any patient information for the aliquot tubes that were created from the original sample tube on the glp aliquot module. The field service engineer (fse) stated when the primary tube arrives it is taken in the ap and the barcode label is read. Then a secondary tube is taken so that the label can be created and put on the aliquot tube. The aliquot tube came out of the glp aliquot module with no label printed. The fse thought the issue was linked to when the number of characters exceeds 49 then the printed name on the label is generated to be blank with no information on the label that corresponds to the primary tube¿s barcode label that was originally scanned. The fse copied the label file and pasted it into the alq_in and alq_out files and did this for the second aliquoter on the glp aliquot module that was not updated. After restarting the module, everything worked okay, and the labels started to print correctly. The fse used the glims test run by the lab techs and it seemed that the problem was linked to the number of characters on the labels, and it was resolved. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) reported the am sw 2.1.1, part number g-20002056-103, where labels were not being printed from the glp aliquot module. Upon further investigation, the fsr observed that the label file was missing and there were no instructions for installing it. The fsr resolved the issue by copying the data from the 1. Label file and pasting it in the alq_in & alq_out files in the sms4/config directory. A review of tracking and trending did not identify any related trends. Labeling was reviewed and adequately addresses the issue under review. A review of the device history record was completed and identified an issue related to software version 2.1.1 missing installation instructions for the new printer label. A risk assessment was completed, and no hazards were identified since issue was identified during installation, which is performed by service person only. Installation of the aliquot module software cannot be completed as the printer does not work, which does not impact samples or sample processing. Therefore, there is no potential for incorrect results to occur. A deficiency was identified as the device failed to meet performance specifications. G1 all manufacturers: g1 - contact information has been updated to included new contact name, email, address, phone number, and fax number.

Event description:
The customer observed an issue with barcode labels not printing any patient information for the aliquot tubes that were created from the original sample tube on the glp aliquot module. The field service engineer (fse) stated when the primary tube arrives it is taken in the ap and the barcode label is read. Then a secondary tube is taken so that the label can be created and put on the aliquot tube. The aliquot tube came out of the glp aliquot module with no label printed. The fse thought the issue was linked to when the number of characters exceeds 49 then the printed name on the label is generated to be blank with no information on the label that corresponds to the primary tube¿s barcode label that was originally scanned. The fse copied the label file and pasted it into the alq_in and alq_out files and did this for the second aliquoter on the glp aliquot module that was not updated. After restarting the module, everything worked okay, and the labels started to print correctly. The fse used the glims test run by the lab techs and it seemed that the problem was linked to the number of characters on the labels, and it was resolved. There was no impact to patient management reported.